Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: this information has been provided. The DHR was reported on the initial report.

Event description:
Pt who experienced a pathologic femur fracture was implanted with a tfn, 130 degree cannulated trochanteric fixation nail, on an unk date. The pt has cancer and it progressed and the femur fractured further breaking the nail and distal screw. Pt was returned to operating room on (B)(6) 2012 for removal of all hardware. Pt was revised to a larger nail. This is 1 of 2 reports.